Event description:
It was reported the patient¿s leads had been sticking out since implant. The leads could always be felt. Two days prior to call, a tender, swollen knot developed where the leads were sticking out. The patient¿s back was in pain and felt bruised. The wires were no longer sticking out. Stimulation still worked and the incision was closed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0lurp, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0lurp, implanted: (B)(6) 2014, product type lead. (B)(4).